Manufacturer narrative:
The impella cp optical pump was discarded by the customer therefore a analysis of the device could not be completed.

Event description:
The complainant reported a (B)(6) years old male patient had impella cp optical pump inserted. A day after the pump was explanted, limb ischemia was discovered. The patient was taken to the operating room (or) to remove the pump and pulse could not be restore after surgical intervention.